Event description:
The customer observed multiple, higher than expected vitros phbr quality control results (j1649 results = 73.57, 75.2, 76.6, 76.2, 76.6, 75.0, and 75.2 ug/ml vs. An expected result of 61.14 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples were known to have been affected. There was no allegation of harm to patients as a result of this event. This report is number seven of seven MDR's for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. This report corresponds to ortho clinical diagnostics, inc. Complaint numbers 1365803 and 1365805 / ivda 253735.

Manufacturer narrative:
The investigation determined that multiple, higher than expected vitros phbr quality control results were obtained across two vitros 5600 analyzers. Patient samples were not known to have been affected. Results of precision and quality control testing indicated that the vitros 5,1 fs chemistry systems were operating as expected at the time of the event. The investigation to date has not identified a definitive root cause, and the investigation is ongoing. A reagent related issue or an interaction between the vitros phbr slides and the vitros 5,1 fs chemistry system have not been ruled out as potential contributing factors. The issue was resolved by calibration with an alternate phbr slide lot, as the customer's inventory of their in-use phbr slide lot was depleted.